Event description:
It was reported that two patients were diagnosed as having chemical colitis following procedures using instruments disinfected with unitrol automated scope washers using cidex opa. The patients were hospitalized with rectal bleeding and pain. The reporter was not aware of any treatment. The facility has three unitrol units.